Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 412 mg/dl. The customer also reported multiple motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.